Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed the information from the reported date of (B)(6) 2013 had been overwritten; no activity outside of normal use was observed. The pump powered on normally and displayed the verify screen. The pump was primed and exercised for 24 hours correctly. The time test was started but could not be completed due to the internal clock battery failure. When the pump¿s cover was removed, evaluation revealed that the internal clock battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump date was off by one day without clear cause. The reporter indicated that the meter remote was not appearing to record blood glucose data; when troubleshooting was performed, it was found that the pump time and date were off by one day. Troubleshooting did not determine a cause for the pump date being off by one day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.